Event description:
A malfunction occurred but did not lead to any notable events beforehand. The customer's blood glucose level remained within the normal range and did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the caller in this process, and confirmed the need for a pump replacement after the malfunction code recurred. The customer is using multiple daily injections (mdi) as a backup therapy until the replacement arrives. Instructions were provided on putting the pump into storage mode, and arrangements were made for the pump's return with a pre-paid label. The customer acknowledged understanding the instructions.